Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative and a consumer regarding a patient receiving dilaudid (15 mg/ml at 6 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 the patient had come in for a normal refill. The managing hcp read the pump and saw the pump was in safe state. The hcp filled the pump with dilaudid (10 mg/ml) and programmed it to minimum rate. An alarm was heard by the patient about 16 days ago and telemetry confirmed ¿low battery reset occurred¿, ¿reset occurred¿, and ¿safe state occurred¿. There were multiple resets, low battery resets, and safe state which had started on (B)(6) 2017. The pump eri (elective replacement indicator) was showing 2 months instead of the expected 6 months. The hcp was covering the patient with oral meds and trying to schedule replacement of the pump. A little over 2 weeks ago, the patient thought she was so ill so she went to the ER (emergency room). She was treated for a gi (gastrointestinal) infection and dehydration. The patient had nausea, vomiting, diarrhea, and severe dehydration. The patient¿s pain had increased as well. Per the patient, the gi infection was not confirmed, but she was told to continue to take her antibiotics. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on (B)(4) 2018 it was reported that the patient's pump was programmed to minimum rate on (B)(6) 2018. The patient's pump replacement was scheduled for (B)(6) 2018 and the pump would reportedly be returned at that point. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up reported will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative via returned paperwork. It was reported that the pump was replaced on (B)(6) 2018. The pump was delivering dilaudid (10 mg/ml) at minimum rate (0.061 mg/day) at the time of explant. The patient experienced a loss of therapy related to the event. No rotor study or dye study were performed. The patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing; miscellaneous - overinfusion -undetermined root cause and low battery reset-undetermined root cause. Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.